Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that the root cause of the issue was determined as gastro flex circuit malfunction. The probe was replaced to resolve. Reference#: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, an error message was displayed while using the z6ms transducer. The exam was completed by using a different system. There was no injury.